Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the antibiotic secondary infusion backflowed in the primary even though the primary infusion bag was hanging below the secondary infusion bag. The entire tubing configuration was replaced and the medication infused without further complications. There was no report of patient harm.

Manufacturer narrative:
Additional information provided. Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of backflow from the secondary to the primary was confirmed. The primary and secondary set were visually inspected and no issues were noted. The check valve was assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane, and there was no damage to the interior of the check valve or to the diaphragm. The root cause of this failure was not identified.

Event description:
The secondary infusion was cefuroxime 750mg/sodium chloride 0.9% 100ml to infuse over 30 minutes.